Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The arteriotomy locator, hemostasis sheath, guidewire, and sealed poly foil pouch were returned along with the header bag and plastic tray. Visual inspection revealed there was a deformation/bent identified at the tip of the arteriotomy locator. No damage or deformation was noted with other components. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the application of an off-axis force to the tip of the locator while removal of it from the packaging tray may have contributed to reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a percutaneous coronary intervention (pci) surgery, the physician planned to use an angio-seal device for vascular closure. When the angio-seal package was opened, the distal end of the catheter was found bent. The device was not used, and they exchanged the device to a new angio-seal. The closure procedure went on successfully. The patient was reported to be in stable condition. Additional information was received on september 06, 2019. This report is referring to the outer package. The catheter mentioned in the initial description is the locator. Additional information was received on september 10, 2019. A pre-deployment angiogram was performed.